Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an open whipples procedure on (B)(6) 2025 when it was reported, ¿during an open whipples procedure, we were using the plume pen diathermy when after about 3hours of use the tip suddenly fell into the abdomen. Upon inspection of the pencil, we noticed that the plastic that holds the tip in place was broken and we could no longer insert the diathermy tip into the pen.¿ further assessment found that the fragmentation was retrieved from the patient with an unknown device. No piece of the device remains in the patient. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d3 updated to legal mfg. Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 45 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an open whipples procedure on (B)(6) 2025 when it was reported, ¿during an open whipples procedure, we were using the plume pen diathermy when after about 3hours of use the tip suddenly fell into the abdomen. Upon inspection of the pencil, we noticed that the plastic that holds the tip in place was broken and we could no longer insert the diathermy tip into the pen.¿. Further assessment found that the fragmentation was retrieved from the patient with an unknown device. No piece of the device remains in the patient. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.